Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume the food in time for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl and the customer experienced a seizure. The customer went to the emergency room (ER) as a result. Customer was given glucagon and glucose tablets by her husband to address bg. Customer's heart rate was monitored in the emergency room. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.